Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to investigate and observed that the customer had broken the fiber optic connector. The stm replaced the broken fiber optic connector and returned the iabp unit to service. The full name of the event site noted is (B)(6) medical center.

Event description:
It was reported that the fiber optic connector on the cardiosave intra-aortic balloon pump (iabp) was broken. It is unknown under which circumstances this event occurred; however, there was no patient involvement and no adverse event was reported.